Event description:
Pt was receiving dialysis treatment. Fresenius venous bloodline disconnected from pt's ash-split catheter venous port. Pt lost small amount of blood, approx 30-40cc. Approx 15 min later, while rolling pt from her side to her back, pt became unresponsive. Code 99 was called & CPR initiated immediately. Pt responded & was transferred to st agnes medical center ICU.